Event description:
It was reported that the patient underwent an anterior l5-s1 fusion using rhbmp-2/acs. The patient was diagnosed with injuries including but not limited to, ectopic bone growth, an inflammatory reaction to rhbmp-2/acs, chronic pain, and additional surgeries. The patient has required extensive medical treatment. Reportedly, the patient has never recovered from his surgery involving rhbmp-2/acs, and he continues to have daily severe disabling pain that prevents him from performing many basic activities of daily living.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2005, the patient presented for pathological evaluation. On (B)(6) 2005, the patient presented with l5-s1 disk degenerative disease. The patient underwent complete anterior l5-s1 diskectomy, anterior interbody l5-s1 fusion and placement of trans axial interbody implant. As per op notes ".....the disk space was packed with a medium-size box of rhbmp-2 after it was appropriately prepared. This was to serve as the fusion material . The sizing was done to a 45mm size. 45mm 9x12 implant was selected and screwed into position. ." No complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)-2005, the patient underwent an axial lumbar interbody fusion at l5-s1 where rhbmp-2/acs was implanted. In 2006, the patient was diagnosed with osteolysis, psuedoarthrosis that has required medical treatment. No further information was provided.